Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's ins is overdischarged. The caller wanted to review the physician recharge mode (prm) information and that he was supposed to meet with the patient today at 4 pm, but the office closes at 5 pm. The rep stated that they may have to reschedule. No further complications were reported. No patient symptoms were reported. On 2019-feb-05 (B)(4) update (hcp): additional information was received from a healthcare provider (hcp) inquiring about MRI compatibilities for a lumbar scan as the patient stated they did not have a patient programmer and the ins was not charge and they could not turn the ins on/off. Technical services reviewed MRI mode and recommended not scanning the patient. They directed them to have the patient see their physician. No further complications were reported/anticipated. On 2019-feb-15 (rep): additional information was received from a manufacturer representative (rep) reporting that the patient had cancelled their physician visits twice as a result of weather and therefore no actions had been taken to resolve the overdischarge and issue of being unable to turn their device on/off at this time and the cause could not be addressed. The patient stated that they would inform the rep on their availability for reprogramming when possible. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. On 2019-feb-21, (B)(4) update, (B)(4) (rep): additional information was received from a manufacturer representative (rep). It was reported that the patient hadn't charged their ins for 18 months and as a result, it was overdischarged. The rep met with the patient, and the clinician programmer displayed "device not found." The rep attempted a prm and was unsuccessful. The antenna was tested and the antenna locate results showed 80 on patient's device, in the air, and over a metal chair. The antenna was damaged and could not perform the prm. A new antenna was ordered. Two more prms were attempted. No symptoms or complications were reported. On 2019-03-01, (B)(4) (rep): it was reported that the patient¿s device was overdischarged and they had been having problems charging it back up with a physician mode recharge (pmr) as the patient couldn't wait for more than four hours. The caller wanted to know if the patient could still have an MRI done. Technical services reviewed MRI information considerations for depleted devices and they reviewed the eligibility form information. No symptoms were reported. The event occurred ¿maybe in (B)(6) 2018¿. No further complications were reported/anticipated. On 2019-03-01 (B)(4)/update (rep): additional information received from the manufacturing representative (rep) indicated that the patient¿s ins is in overdischarge. They tried doing a trickle charge, but it was unsuccessful, and the patient does not want to try again. They were unable to get the normal recharge screen. The rep mentioned that the patient needs an MRI. Technical services reviewed that a full body MRI is not recommended unless eligibility is confirmed via MRI mode. The rep was going to work with the healthcare provider in hopes that the patient will be able to have an MRI done without recovering the ins from overdischarge. No further complications were reported or anticipated. On 2019-04-22 e2 (rep): additional information was received and it was reported that no further attempts would be made to get the device out of overdischarge. The patient was deciding if they wanted to have an intellis battery implanted and did not was to attempt additional trickle charges. They then stated the issue had resolved. No further complications were reported or anticipated.